Manufacturer narrative:
An event regarding disassociation involving an mrh femoral component was reported. The event was confirmed. Method & results: device evaluation and results: a fracture was observed on the threads of the fluted stem. Damage consistent with cross threading and the explanation process were observed on the stem. Damage consistent with cross threading was observed on the threads. Impression markings were observed on the insert, consistent with contact against the tibial rotating component. -medical records received and evaluation: cross-threading between duracon stem and mrh femur has created a weak connection between stem and femur while use of bone cement to fill major bone defect conditions in the area has created an overload condition on the stem/femur connection leading to early failure of same through disassociation requiring revision. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: an event regarding disassociation between the stem extender and mrh femoral component was reported. This is also evident by a fracture in the cement mass due to overload and occurred after some 2-years of implantation, causing pain due to the instability between proximal femur and distal unstable femoral condylar section with mrh device. The medical review indicated that the cross-threading between duracon stem and mrh femur has created a weak connection between stem and femur while use of bone cement to fill major bone defect conditions in the area has created an overload condition on the stem/femur connection leading to early failure of same through disassociation requiring revision no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In the case of the modular knee prosthesis, the femoral prosthesis stem has detached itself from the femoral prosthesis. The male threaded part is broken.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
In the case of the modular knee prosthesis, the femoral prosthesis stem has detached itself from the femoral prosthesis. The male threaded part is broken.